Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 3830 lead implanted 2014-(B)(6). (B)(4).

Event description:
It was reported that the day after the atrial lead implant the lead became dislodged. The atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event.